Manufacturer narrative:
Date of event is unknown, no information has been provided to date. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
It was reported that the temperature fluctuates. The pressure system is at 5.6 psi and fluctuates out of range. The customer thinks it is an earth ground issue. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: health effects and health impact updated.

Event description:
Additional information received stating that the event occurred during biomed's periodic maintenance, no patient involvement.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection: small piece (center, top) broken on mount block assembly where the tab for the air detector door locks in place. Tower enclosure is in good shape. The display label is damaged. Device has old designed clear float switch. The "off" button on the membrane switch worked intermittently, occasionally it would shut the pump off but not the entire device. There was a crack in the return tube causing some fluid ingression on the printed circuit board (pcb). The drain valve lever was hard to turn. Functional test: installed temperature check, f-30 gas/vent test filter and performed an electrical test for the earth ground issue. The liquid crystal display (lcd) temperature fluctuated but not the recirculating fluid temperature (temp check reading). Air pressure fluctuates. Trauma tower failed ground bond electrical test (earth ground issue); air detector passed electrical test confirming the complaint. Fluid ingression on printed circuit board (pcb) is most probable cause for the liquid crystal display (lcd) temperature reading fluctuating. Faulty regulator caused the fluctuating air pressure. Ground wire connection from back panel to tower was incorrectly fitted together. The metal tab in the center of the female connector was bent to the side and the male fitting was inserted alongside it so there was no electrical connection made which caused it to fail ground bond test. It is unknown the cause of the failures. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Action taken, replaced the return tube and pcb for the temp fluctuations, the air regulator to address the fluctuating air pressure. Connected the fittings correctly to fix the earth ground issue. Replaced the mount block assembly in the air detector, the membrane switch, float switch and display label on the tower. Replaced the drain valve due to age and o-rings/fan guard per preventative maintenance (pm). Device passed all functional and delivery tests., corrected data: d3.